Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle or their automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set was not connected to the pt line of the homechoice set at the time of the alarm. The home pt stated that they initiated the initial drain cycle without being connected to the homechoice set. After receiving the se 2240 alarm, the home pt stated they connected their transfer set to the pt line of the homechoice set and tried clearing the alarm. Baxter's technical service center assisted the home pt in ending therapy. The home pt stated they completed therapy by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.